Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, an attempt was made to deploy a vasoseal elite. The physician stated that when he went to deploy the collagen, the plunger went straight down with no resistance or time to stop at the black line. The physician felt that there was no collagen present within the cartridge. A second vasoseal elite kit from the same lot number was opened and the collagen was deployed. The physician questioned the success of the deployment. Manual compression was held for twenty minutes post deployment and hemostasis was achieved. The pt complained of abdominal pain. A hematoma developed during manual compression. The pt was given two units of blood prior to being transferred to another hospital for a CABG procedure. The pt had been no integrilin which was stopped after deployment of vasoseal elite. The physician questioned a possible retroperitoneal bleed, but upon arrival at hospital, the physician there stated that the groin was not an issue. No further complications were reported.